Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient was seeing a ¿call your doctor¿ icon on their programmer. It was noted that the patient also saw a warning ¿power on reset¿ message on their programmer. The patient was also charging more than expected and had to recharge more lately.